Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the middle meningeal artery using a benchmark bmx81 access system (bmx81) and a non-penumbra sheath (7fr). During the procedure, the physician accessed the target vessel through the right radial artery and administered medications (verapamil, nitroglycerin, and heparin). After placing the sheath, the bmx81 was advanced into the vessel. While advancing the bmx81 into the vessel, the physician encountered resistance and decided to remove the bmx81. After removal, the physician noticed that the bmx81 had fractured on the distal end near the markerband. It was noted that the tip of the bmx81 had moved into an adjacent artery. After assessing with a second physician, it was decided to leave the fractured tip in the patient''s vessel. The procedure was completed with a new bmx81 with right femoral access.

Manufacturer narrative:
Evaluation of the returned bmx81 confirmed it was fractured. Evaluation revealed stretching and kinks proximal to the fractured location. This type of damage such as stretching, kinks, and fracture at the distal end typically occurs if the bmx81 is retracted against resistance. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed ovalization and an additional kink on the proximal shaft. This damage was incidental to the complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.